Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water, and subsequently the pump unexpectedly shutdown and an unspecified malfunction occurred. The customer's blood glucose was 115 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.